Event description:
The customer reported that the system displays a checksum error during bootup.

Manufacturer narrative:
(B) (4). The ge service rep found a defective sram. He replaced the sram and loaded the 18.1 software on system to be compatible with new sram. Tested system with no occurrence of problem.